Event description:
Eventually reprogramming was performed.

Event description:
It was reported that there was rv (right ventricular) oversensing, believed to be a sensed t-wave after a paced beat. The event was noted to be related to the rv lead and the competitor device. The lead remains in use and the event resolved without sequelae. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2013; 407652 lead, implanted: (B)(6) 2006. (B)(4).